Event description:
It was reported to boston scientific corporation that a rx locking device with biopsy cap was used during an endoscopic retrograde cholangiopancreatography procedure performed in the common bile duct.according to the complainant, during the procedure, a significant amount of resistance was encountered, while attempting to advance a stent down the scope. They removed the scope and stent from within the patient, and from service. They completed the procedure using a different scope, as well as a different stent and a second rx locking device with biopsy cap.post procedure, when cleaning the first scope, they could not get the brush down the scope to clean it properly. The sponge from the biopsy cap had lodged into the scope. Using a smaller scope, they pushed the sponge out of the scope. They inspected the biopsy cap, and confirmed that the sponge had become dislodged.no patient complications were reported as a result of this event. At the conclusion of the procedure, the patient's condition was reported to be fine.

Manufacturer narrative:
(B)(4):according to the complainant, the suspect device has been disposed of and is not available for return. A device evaluation cannot be performed. If any additional relevant information is received, a supplemental medwatch report will be filed.